Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Microscopic visual inspection of the lead barrels and header did not identify any irregularities. The battery status indicator was beginning-of-life (bol) associated with a battery voltage of 3.021 volts. Review of the device memory confirmed a low voltage battery faults (fault code 1003) had been recorded. Analysis of the device memory confirmed that therapy was available at explant. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that a latitude alert was delivered for this implantable cardioverter defibrillator (ICD) indicating the voltage too low for projected remaining capacity. A fault code was also displayed. The patient was seen for a device change out procedure where the device was explanted and replaced. The device has been returned for analysis. There were no adverse patient effects reported.